Event description:
The facility reported a fail code 538. Information waa not provided regarding whether or not the failure occurred during a patient infusion. Although atempts were made by baxter, details were not availabel regarding additional contact information, patient demographics, medication involved, or pump programming. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary:the customer's reported condition of fail code 538 was confirmed. A 2 yr review of the product reporting database reveals no other reports, similar in naure, on the reported serial number.